Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was able to rewind without incident. However, the customer identified a failed battery test alarm in the alarm history which the caller declined troubleshooting for. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. No unexpected displayable history crc alarm anomalies were noted. No unexpected failed battery alarm anomalies were noted. No motor error alarms noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window and a cracked reservoir tube lip.